Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, heavy scoring was found in the biopsy channel, caused by using of sharp accessories found in the channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the gastrointestinal videoscope had pin in the channel. The event occurred during an unknown procedure. It was reported that the procedure was completed using the same device. Upon inspection and testing of the returned device, foreign debris was found protruding from the air/water nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.